Manufacturer narrative:
Product ID 977a160, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient stated the device had not been working properly since 6 months prior to meeting with the rep. Patient reported their lead came loose. Patient stated it was not firing correcting. It was reported this happened 1.5 years ago. It was reported that when the patient would bend over, they sometimes got a jolt. Patient reported they met with their manufacturer's representative and therapy was changed. Patient stated this occurred for months. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported their lead came loose. Patient stated it was not firing correcting. It was reported this happened 1.5 years ago. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a160, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-11 reporting that the cause was unknown and the event was currently not resolved. The consumer would continue to follow-up for help. No further complications were reported/anticipated.